Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 1 year and 9 months post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a 27mm full aortic root bioprosthesis as the patient required an aortic root replacement. The physician stated that there was no issue with the 27mm valve. No additional adverse patient effects were reported.